Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient was having connection issues with the patient programmer and implantable neurostimulator recharger and the connection was ¿finicky¿ about 2 to 3 weeks prior to the report. During the connection issue, the patient felt the battery get hot and he hasn't been able to make connections since that time. Around that same time, the therapy was shutting itself off. The patient would have therapy at around 3.60 volts, but after therapy turned off by itself, he turns therapy back on and the settings would be lower at around 1.0 volts. It was noted that the patient does have adaptive stimulation enabled. The patient noted that the location of the stimulation didn't change, and that prior to the stimulation going out, the sensation was in his back and then down. It was also noted that it was taking longer to recharge and the charge was discharging quicker. The patient didn't have his implantable neurostimulator recharger with him to check his recharge information. The manufacturer representative was performing a physician mode restart and that she was 40 minutes into the session, and the implant wasn't responding. It was noted that the manufacturer representative used the antenna locate feature first and confirmed that she was over the right area. After 2.5 hours of physician mode restart, the battery started communicating. The patient was sent home to complete charging and the manufacturer representative cleared the power on reset message using the clinician programmer the following morning. The implantable neurostimulator battery was at 0% at the appointment even though the implantable neurostimulator was at 75% charged the morning of the appointment. The patient went home and charged up, but the implantable neurostimulator depleted quickly and he charged again, but the pocket got real hot. The patient was instructed to turn off stimulation and leave the device alone. The manufacturer representative had contacted the health care provider and reported that the implantable neurostimulator should be replaced since it is not acting as it would normally react following this state. The patient as only in the ¿deep discharge¿ state after 2.5 weeks of not charging the implantable neurostimulator and it took 2.5 hours to complete the physician mode recharge. It was also noted that the patient also has two interstim implants. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) revealed the battery had reduced capacity due to an over discharge. If information is provided in the future, a supplemental report will be issued.